Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train, as well as stall due to shaft-bearing. Eval code-conclusion updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 2000 mcg/ml at 540.1 mcg/day via an implantable pump for an unknown indication for use. It was reported that during servicing on (B)(6) 2018, the pump was alarming and there was a critical alarm. It was noted that the alarm occurred every 10 minutes. It was reported that upon interrogation of the pump it was noted that a motor stall had occurred. On interrogation, they also tried to restart the pump. On further investigation it still rendered a motor had occurred and not rectified. The (elective replacement indicator) eri on the device was 11 months. It was reported that there were no environmental factors that impacted the device; there were no (magnetic resonance imaging) mris, no electromagnetic interference of any sort, and no environmental interferences, it was established that nothing had interfered with the patient¿s device. The drug in the pump was baclofen and it was further reported that no off-label drug had been used in this pump. It was reported that a brand new pump was implanted. It was reported that the patient hadn¿t shown any signs of withdrawal and was being closely monitored and being given oral baclofen to prevent any withdrawal while waiting for a new pump implant to take place. It was reported that the patient was currently stable, 24 hours later. It was reported that the issue was resolved at the time of this report. The patient status at the time of the report was alive-no injury. No further complications were reported and/or anticipated.